Event description:
Lf technical support reports via fax, "customer stated that the adv power head fell and is hanging by its cable. Customer said that no one was hit or otherwise injured by the falling power head."

Manufacturer narrative:
Liebel flarsheim manufacturing investigation pending. Upon receipt of mfg investigation report, a supplemental medwatch 3500a report will be submitted.